Event description:
Note: note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-02450 and MFR. Report # 3005099803-2011-03032). It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were implanted during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture 3cm in length within the trachea. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the ultraflex stent (the subject of MFR. Report # 3005099803-2011-02450) was implanted within the patient. However, the stent was positioned lower than expected and was not in the desired location. The stent was left implanted and a second ultraflex stent was introduced into the patient. However, this stent failed to deploy at all from the delivery system. The stent system was removed from the patient and no visible damage was noted to the system. The procedure was completed by placing a third ultraflex stent within the first stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Based on the investigation results of the second ultraflex stent (the subject of MFR. Report # 3005099803-2011-03032), which indicate that the stent was returned partially deployed and that the deployment suture was broken, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4). A visual examination of the returned device found that the stent was partially deployed by approximately 5mm on the delivery system. In addition, the deployment suture had broken 70mm from the point of release of the stent. During a functional evaluation, the remainder of the deployment suture was pulled and the stent deployed freely. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.